Event description:
Pt was standing for upright x-ray. The technologist took image but control panel made an unusual sound displaying a very rapid exposure. Techician processed image, but no image showed (meaning equipment failure). Technician repositioned patient and took another x-ray. The control panel made the same unusual sound and displayed a very rapid exposure. The image was processed, but again, there was no image. The patient was taken to another x-ray room to finish the exam.